Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-8737-38 serial/batch number (B)(6) was received for investigation. Upon visual evaluation it was noted that the driver's tip was broken off. Most likely cause is attributed to over-torquing/over-engaging the driver with the screw head. Per dfu-0023. Precautions. 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Event description:
It was reported that during a talonavicular arthrodesis when screwing the screw, the screwdriver broke. The broken pieces were retrieved from the patient. Also the comp. Ft 4.0mm screw bent when screwing in. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.